Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported being unable to test due to receiving an ER-4 message on his adc meter after being released from the e.r. The customer reported visiting the e.r. On (B)(6) 2012 because he had "slip and hitting his leg on a bar of the door of his van, customer was not driving the van it was parked". As a result, the e.r. Administered him 2 (unspecified) pills "for his pain". The customer also stated he was "prescribed oxycodone by the orthopedist and told if he felt his feet getting numb to go back to e.r., he was then discharged". Subsequent to being discharged the customer attempted to test, but was unable to obtain a reading because of an ER-4 message. On (B)(6) 2012 the customer "noticed that his leg was showing signs of an infection and he was feeling sick. On (B)(6) 2012 he went back to the doctor's office due to these symptoms and he was then prescribed an (unknown) antibiotic". Customer stated he was unable to provide a glucose reading at time of the follow-up visit because of the reported ER-4 message. Customer reported the last reading obtained occurred on (B)(6) 2012, but he was unable to recall the exact reading. Customer reported self-treating with his usual unknown diabetes medication. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. It should be noted that the label copy indicates that ER-4 message is an indication that there may be a problem with the test strip or meter error. The label copy instructs to perform a control solution test using a new test strip. If the test results are within the range printed on the test strip vial, retest using blood and a new test strip. If the control solution result is out of range or the error reappears, contact customer care.